Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 73-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage a. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, bleeding was reported from the impella access site arteriotomy/vessel. The estimated blood loss was 1 unit, and the patient required transfusion of 2 units of blood products. The patient was receiving anticoagulant and antiplatelet therapy, including heparin at 1300 units per hour. Forward tension suturing was utilized. It was unknown whether the introducer was peeled away outside the body. Additional contributing factors included multiple patient transports and patient movement during support. The repositioning sheath was reported to be properly placed with angle matching. No vessel perforation or dissection was reported. While on support, the impella cp device was operating at performance level 9 with expected flows of 3.4 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. On the day of the event, the patient was escalated to impella 5.5 support and extracorporeal membrane oxygenation. Extracorporeal membrane oxygenation was the primary hemodynamic support device with the impella utilized for left ventricular venting. The patient survived the escalation with no additional adverse events reported. Bleeding is a known risk associated with impella support due to large-bore arterial access and may have been influenced by patient movement and multiple transports during support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.